Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within the ECG electrode and shorted with resistors r1 and r2 inside ECG c. An internal corrective action has been initiated to investigate the migrated wire. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent check therapy electrode messages and adjust belt messages.